Manufacturer narrative:
Reporter name - (B)(6). Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24feb2022. The heartmate 3 lvas IFU is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the patient¿s history revealed no related events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Due to patient privacy laws the managing hospital did not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The pump was not explanted.